Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2:related manufacturer reference number: 1627487-2020-31646.it was reported the patient experienced ineffective stimulation. Diagnostics revealed high impedances on the l1 lead, serial number (B)(4), and x-rays were unremarkable for fracture for this lead. X-ray did show migration for the patient¿s t12 lead, lot number ab2445, as it was outside of the epidural space. To address the issue, the physician explanted both leads on (B)(6) 2020 and replaced them with new leads, which resolved the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.